Manufacturer narrative:
Summarized patient outcomes/complications of triclip were reported in a research article in a subject population with multiple co-morbidities including heart failure, peripheral edema, tricuspid regurgitation, arterial hypertension, diabetes, dyslipidemia, coronary artery disease, previous CABG, previous heart valve surgery, previous stroke, chronic kidney disease, copd, peripheral artery disease, previous stroke, pacemaker, heart failure medication, anticoagulant therapy. Complications reported included single leaflet device attachment, acute myocardial infarction, major bleeding, vascular complication, death, heart failure hospitalization, recurrent tricuspid regurgitation, unexpected medical intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3 event date is estimated. The additional patient effects reported in the article are captured under separate medwatch reports. Literature attachment: article titled "real-world experience in tricuspid transcatheter edge-to-edge repair_ transcatheter tricuspid valve repair in spain registry".

Event description:
The article "real-world experience in tricuspid transcatheter edge-to-edge repair: transcatheter tricuspid valve repair in spain registry" was reviewed. The article presented a retrospective study, multi center study, to evaluate acute and short-term cardiovascular outcomes of tricuspid transcatheter edge-to-edge repair (t-teer) with dedicated devices in a real-world setting. Devices mentioned include triclip and pascal. The article concluded that in a real-world contemporary setting, tricuspid transcatheter edge-to-edge repair with dedicated devices emerged as effective therapeutic option for patients with severe tr. [The primary author and corresponding author was manuel barreiro-perez at university hospital alvaro cunqueiro, vigo, spain with corresponding email manuelbarreiroperez@gmail.com. The time frame of the study was june 2020 to may 2023. . A total of 283 patients were included in this study, of which 223 (79%) received an abbott device. Comorbidities included heart failure, peripheral edema, tricuspid regurgitation, arterial hypertension, diabetes, dyslipidemia, coronary artery disease, prvious CABG, previous heart valve surgery, previous stroke, chronic kidney disease, copd, peripheral artery disease, previous stroke, pacemaker, heart failure medication, anticoagulant therapy. Peri and post-procedural complications included single leaflet device attachment, acute myocardial infarction, major bleeding, vascular complication, death, heart failure hospitalization, recurrent tricuspid regurgitation, unexpected medical intervention.